Manufacturer narrative:
Initial reporter address reported as: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of, treatment of and outcome of peritonitis were not reported. It was not reported if therapies were ongoing. No additional information is available.